Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third party service center, the device was visually inspected/scrapped and found evidence of foam degradation. During the evaluation, foam particles were visible.

Manufacturer narrative:
The manufacturer previously reported information third-party service center repair evaluation in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The following sections were corrected: h6. The conclusion code grid was initially coded for c91868 (conclusion not yet available). The correct code is c91869 (cause traced to device design).

Manufacturer narrative:
The manufacturer previously reported information third-party service center repair evaluation in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The following sections were corrected: h6. The component code grid was initially coded for no information. The correct code is c50005 (insulation).